Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not able to prime. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they were able to rewind the insulin pump and it would go a little and then it would stop. The insulin pump will be returned for analysis.